Event description:
It was reported that the customer had cracks on the insulin pump. The customer blood glucose level was 128 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports a cracked battery tube threads and cracked display window noted. Also a cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.